Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device received a power system error alarm. It was reported that the customer received multiple power loss alarms. The customer's blood glucose was reported to be 150mg/dl. The customer was advised to discontinue use of the device, and that it would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating and basic occlusion test. The insulin pump was returned for power error. Detailed trace analysis confirmed alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratches on lcd window.